Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the o-ring on the cardiosave main unit (connection between the console and the hospital cart) was damaged. Fse resolved the issue by replacing o-ring. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit helium level was low. The o-ring at the connection between the console and the hospital cart was damaged. There was no patient injury.